Event description:
It was reported the patient experiences uncomfortable positional stimulation. It was reported the patient also experiences uncomfortable unintended abdominal stimulation. Programming was unable to resolve the issue. An x-ray revealed no anomalies. The pt was referred to a neurosurgeon. Note the pt received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.